Event description:
It was reported that approximately two months post catheter placement procedure, the catheter allegedly ruptured. The catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 01/2026).

Event description:
It was reported that approximately two months post catheter placement procedure, the catheter was allegedly ruptured. It was further reported that, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, three electronic photos were provided for review. The photo shows the partial view of hickman t/l catheter. Therefore the investigation is confirmed for the reported catheter fracture issue as the photo shows the compound break in one of the lumen of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.